Manufacturer narrative:
Section a: patient information was documented as unknown. Section d4: device serial numbers were documented as unknown. Section e: (B)(6). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not be conclusively determined through this evaluation. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the research article, "heart mate 3 ventricular assist device as a bridge to transplantation (btt) and destination therapy (dt) -experience from a swiss tertiary centre," that the use of heartmate 3 (hm 3) shows adequate survival rates in patients. This retrospective study analyzed 71 patients divided into 2 groups comprised of 20 destination therapy (dt) and 51 bridge to transplant (btt). The overall objective of this study was to analyze the demographics, clinical characteristics, adverse events, and the survival of hm 3 patients in both groups. Of note, the btt group had a higher incidence of chronic renal and liver disease and the median length of the hospitalization for the dt group was longer, 70 days vs. 29 days. Throughout the course of this study 8 patients (40%) died in the dt group vs. 5 patients (10%) in the btt group. Results showed that 45% of dt patients experienced bleeding that required surgical intervention compared to 28% in the btt group; 30% of dt patients experienced gastrointestinal bleeding compared to 16% of btt patients; and 20% of dt patients had vad-specific infections with driveline infection that required surgery compared to 12% of patients in the btt group. The survival rate of btt vs. Dt patients after 1 year of implantation was (B)(4) vs. (B)(4). The survival rate of btt vs. Dt patients after 2 years of implantation was (B)(4) vs. (B)(4). The survival rate of btt vs. Dt patients after 3 years of implantation was (B)(4) vs. (B)(4). Overall it was concluded that the use of the hm3 device is growing and continues to show positive clinical results in both groups of patients, dt and btt. The study did not attempt to answer the question of quality of life in this group of patients. Infection, bleeding, liver failure, and renal failure is reported under MFR # 2916596-2023-06941.